Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one out of every three clips deployed was malformed. The clips were described as teardrop shaped more towards the proximal side. A click sound was also noticed during firing. The same device was able to be used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? One out of every three firings. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Yes. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk.